Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements and intermittent loss of capture (loc). This right atrial (ra) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).